Event description:
It is reported that approximately 34 months post index procedure, the patient underwent re-ptca of the target lesion. It is reported that the patient was treated with other des. The outcome is reported as successful.

Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Manufacturer narrative:
(B)(4).

Event description:
Approximately 19 months post index procedure the patient suffered an mi. It is unknown whether the reported mi was related to the target vessel. The investigator assessed that the event was not related to the device.

Event description:
It is reported that investigator assessed that the revascularization that was carried out 34 months post index procedure to be definitely related to the study device.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the prox lad. The day after the index procedure, it is reported that a mi occurred. It is unknown whether the reported mi is related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.